Manufacturer narrative:
An event regarding revision due to corrosion and disassociation involving a metal head was reported. The event for corrosion was not confirmed. However, the event for disassociation was confirmed based on results of medical review. Device evaluation and results: the device was not returned. However, a 3d CT photograph and images of the head were provided. Head appears intact but its disassociation from the stem is confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is reported to be implant wear and corrosion of a tha femoral stem and head leading to revision. Further information would be required to determine the root cause for this event. This information would include operative reports, surgical implant records from the surgeries, operative pathology reports, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed based on medical review by the consulting clinician indicating that "on the left side the head of the tha is completely disassociated from the stem and sits well above the acetabulum." However, the root cause could not be determined as sufficient information was not provided. Additional information such as operative reports, surgical implant records from the surgeries, operative pathology reports, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval would be required to determine the root cause. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Surgeon was revising patient with in situ lfit anatomic head, trilogy cup, accolade tmzf stem in order to diagnose issue. 36mm +5 lfit head. Trunnion corrosion and dis-association of femoral head. Trunnion corrosion found. Only femoral head change was carried out.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon was revising patient with in situ lfit anatomic head, trilogy cup, accolade tmzf stem in order to diagnose issue. 36mm +5 lfit head. Trunnion corrosion and dis-association of femoral head. Trunnion corrosion found. Only femoral head change was carried out.